Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, the patient experienced a vibratory alert. A remote transmission was performed and upon review, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient presented in clinic and diagnostic imaging was performed that revealed externalized conductors of the rv lead. The rv lead explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of insulation abrasion, oversensing, noise, and failure to retract the helix were confirmed. As received, a complete lead was returned in two pieces for analysis. Visual examination revealed internal insulation abrasion that breached all lumens between the right ventricular shock coil and the suture sleeve tie impression. Additionally, the polytetrafluoroethylene (ptfe) liner of the inner coil and ethylenetetrafluoroethylene (etfe) cable coating of one of the right ventricular cables were also abraded. The cause of the insulation abrasion, oversensing, and noise were due to the internal insulation abrasion. Visual inspection revealed the helix to be extended and clogged with blood/tissue. X-ray inspection revealed the inner coil to be overtorqued which is consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torque directly at the inner coil. The cause of the failure to retract the helix was isolated to the helix being clogged with blood/tissue and an overtorqued inner coil.